Event description:
It was reported that when using the bd pyxis¿ es server, the stations were in retry mode after the servers had gone offline. Checked the stations and observed that none of the devices were communicating because the data sync service had been stopped. Started the data sync service, and data began to flow between the server and the stations. However, some stations entered retry mode. Rebooted all three servers (bbdd, app, and rpt) and waited for data synchronization to catch up, but additional stations began stopping the loading process between the server and the stations. It was observed in the server side data sync logs that there were numerous warning messages stating, ¿failed to update statistics,¿ and the process did not appear to be progressing further. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a retry mode. A technical support specialist instructed the customer to stop the station services through services. Msc, back up the dsclientoltp database, and restart the services while skipping any retries, then wait for the no variation message. When retries persisted, the tss followed the knowledge article (retry mode troubleshooting and skip instructions) to perform manual recovery and executed the es 1.5 script es client change tracking recovery. After clearing the retries, the tss generated and exported a missing transactions query from dsserveroltp using date range, device, and facility filters to build a station side script for dsclientoltp, then saved and transferred the output to both the station and the distributor¿s pc. The tss also ran an inventory report on the station and saved it. The tss then performed a full sync without dropping the database, executed a script on the station to disable purge queue history by altering purge. Usp_purgerowdelete and truncating purge. Purgequeuehistory, recorded a hotfix event, and rebooted the station to return it to the carefusion application. The tss attached the knowledge articles (retry mode: tx.encounteritemtransaction or adt.userencounterassociation) and (medstation es station fails to reconnect after windows updates services start too soon after reboot). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the stations were in retry mode after the servers had gone offline. Checked the stations and observed that none of the devices were communicating because the data sync service had been stopped. Started the data sync service, and data began to flow between the server and the stations. However, some stations entered retry mode. Rebooted all three servers (bbdd, app, and rpt) and waited for data synchronization to catch up, but additional stations began stopping the loading process between the server and the stations. It was observed in the server side data sync logs that there were numerous warning messages stating, ¿failed to update statistics,¿ and the process did not appear to be progressing further. However, there were no adverse events or injuries reported based on this event.